Event description:
Implant surgeon, reported via our sales rep, that a female underwent a revision surgery due to the nail fracturing 5 months post op.

Manufacturer narrative:
Add'l info has been requested and if received, will be supplied on a supplemental report.